Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. No further information is available due to customer policy. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device evaluated by MFR: broken part was discarded.

Event description:
During omega plus ti surgery, the screw broke when the surgeon was inserting it to the patient bone through the side plate as third screw. The surgeon decided to leave the screw shaft in the patient's bone and finish the surgery as it is. Surgery was otherwise completed successfully with no delay or adverse consequences reported.